Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not deploy properly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: were the clips coming out sideways? Unknown. Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown . Did somebody other than the primary surgeon fire the instrument? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? Unknown. The analysis results found that the device was received in good physical condition, with the orange indicator over traveled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed intermittently the remaining clips. In addition, the clips were noted to form with the gap. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feeder shoe tab was noted damaged causing the feeding issues. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.